Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported by the manufacture representative that there have been some difficulties with this model lead. In general it has been noted that at implant the r-waves are smaller, it has been difficult to get adequate pacing thresholds, and the day after implant the p and r wave measurements get smaller. There is no specific patient involvement in the reported event.